Event description:
A caller reported encountering a continuous glucose monitor (cgm) error 42 with their device. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information for resetting the pump and guided the caller through the process, which resolved the error. The caller was then able to successfully start a new sensor session without further issues.